Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on 27jan2020. An investigation was conducted on 17feb2020. A visual inspection as well as a photographic inspection was conducted. There were signs of clinical use and evidence of blood observed. The loading device and delivery device were returned, as well as the aortic cutter. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device. The seal and tension spring assembly were observed to be intact with no visual defects observed. The white plunger on the delivery device was depressed and the blue slide lock dis-engaged. The aortic cutter was observed to have a bent needle. The safety lock on the cutter was disengaged and the actuation button was fully pressed. The needle at the tip of the cutter appeared to be deformed. Based on the returned condition of the devices, the reported failure mode "fitting problem" was confirmed as well as the analyzed failure "premature deployment" for the heartstring and analyzed failure "bent needle" for the aortic cutter.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), during seal removal after seal loading, only the plunger was removed because it caught in the middle of seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), during seal removal after seal loading, only the plunger was removedbecause it caught in the middle of seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.